Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. It looked like the tubing inside was clogged. Customer's blood glucose level was not reported. The customer was unable to troubleshoot at the time of call. The device was not returned.